Event description:
This procedure was performed in (B)(6): customer states that the patient's lesion was at the start of left internal carotid. After placing a spiderfx, the physician pre-dilated the lesion. The physician then implanted the protege rx. After the protege rx stent was deployed, radiography showed there was still 40% stenosis. The physician used a balloon to post-dilate (6atm). At this time, only each four mark points could be observed at the near and far ends of the stent. The spiderfx was removed. The physician found a residual piece of the protege rx stent within the filter basket. Under the x-ray assisted, the another mark point was found near the opening of middle cerebral artery. Nothing was done to the residual mark point in the middle cerebral artery. There was no bleeding point found, and vital signs are normal.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: a compact disc with several cine series from the procedure and three photographs of the spider fx/ stent segments was received for evaluation. The series document; the angiographic assessment of the carotid lesion, the placement of the initial balloon for angioplasty, post pre-inflation assessment, spider fx placement, stent positioning and post-deployment and evaluation of the post-fractured stent struts/ marker.